Manufacturer narrative:
Initial reporter phone: (B)(6). Initial reporter fax#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
¿It was reported that the pusher of the bd ultra-fine¿ insulin syringe is broken.¿ no reports of serious injury or medical intervention noted. No further information given at this time.

Manufacturer narrative:
Investigation summary: customer returned one loose 1/2cc, 12.7mm syringe. The returned syringe was examined and exhibited a crushed plunger cap which could cause the broken thumb press observed on the sample. A review of the device history record was completed for batch# 7177835. All inspections and challenges were performed per the applicable operations qc specifications. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (crushed plunger cap). Probable root cause likely to be a jaw jam on the form fill & seal (ffs) equipment during packaging of the syringe. When this occurs, any portion or component of the syringe may be involved in the jam and will exhibit varying degrees of damage, such as that seen within the returned sample. The resulting damaged device can continue to be packaged and make its way to the consumer undetected. The damage generally renders the device inoperable.